Event description:
Customer reporter receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 52 mg/dl, 209 mg/dl and 219 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter has been returned, an investigation has determined the complaint is not confirmed and no new issues were observed. All results were within the range specifications an no errors were observed during control solution testing. Additionally, the customer reported she had not washed her hands prior to testing, a known cause of imprecise readings.